Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent shortening occurred. Vascular access was obtained via ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). The lesion was predilated. The 6x120x130cm eluvia drug-eluting vascular stent system was implanted; however was noted to have shortened. A 6x40 eluvia stent was used to complete the procedure. There were no patient complications and the patient's status was good.